Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Cts decided to replace the pump, informed the caller about the process of putting the pump into storage mode, and issued a replacement. The caller was instructed on backup therapy using mdi and was advised on steps to take upon receiving the new pump, with an understanding confirmed throughout.